Manufacturer narrative:
Concomitant medical products: 3889 interstim urinary mgu lead, implanted (B)(6) 2016, 3058 interstim urinary mgu ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead threshold had increased and the pacing impedance had decreased. Follow-up with the physician's office was attempted to determine if the lead was repositioned or reprogrammed however no information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.